Event description:
Dealer alleges that the cord from joystick to module gets hot when plugged in to charge. Dealer states it's less than 5-minutes of charging and that the consumer told him it may have been dropped.

Manufacturer narrative:
No RMA has been initiated at this time. Model 3gtqsp serial number/date code (B)(4) is approximately 4 years and 1 month age. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.